Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the end of the flex driver has fractured off the device. The complaint is confirmed based on the evaluation of the provided image. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was broken. There was no harm or health consequences to the patient. It was reported that no further information is available.